Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device is available for evaluation. The investigation is pending.

Event description:
The event involved a microclave® clear neutral connector where the reporter stated that they tried multiple microclaves on distal medline to PICC, yet lipids still backed up and leaked into the floor. It was also stated that the medication ran without microclave to medline without problems. However, they cannot determine if there was an issue with microclave itself or could be a bad fit with medline, but this happens fairly frequently with microclaves leaking. The event occurred at 9:50 am during use on patient. There was patient involvement, no human harm or adverse event and unknown delay in therapy reported.